Event description:
Allergan aesthetics received additional information that the patient was treated to the inner thighs and low abdomen on (B)(6) 2013 and (B)(6) 2013 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a6, b5 (treatment date). Corrected data: b5 (adverse event, area of concern), h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
This is a report that alleged deformity after treatment with coolsculpting. Based on paucity of information, this is being conservatively reported.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thighs and presented with deformity.